Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed the hi-pot test. The cause of the hi-pot test failure was a short in the insulation of the trunk connector. The root cause of the short cannot be positively identified. No adverse event resulted from the defective belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.